Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.7, lab: 3.2. Easy to obtain sample, no recent changes in any meds/ no anemia.